Manufacturer narrative:
The reported of experiencing anaphylactic shock and was hospitalized and received steroid injection which led to side effects including depression, anxiety, and skin breakouts after wearing adhesive tape. The user received treatment at the hospital and was prescribed labetalol as medication. This incident was unrelated to diabetes or the eversense cgm system.

Event description:
Senseonics was made aware of an incident where user reported of experiencing anaphylactic shock and was hospitalized and received steroid injection which led to side effects including depression, anxiety, and skin breakouts after wearing adhesive tape.the user received treatment at the hospital and was prescribed labetalol as medication.this incident was unrelated to diabetes or the eversense cgm system.